Manufacturer narrative:
Hamilton medical ag comes to the conclusion: rootcause: defective pressure sensor assembly. Correction: replaced defective component.

Event description:
The following was reported to hamilton medical ag: autocheck error at start up.